Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq large volume pump under infused and the patient developed heavier than normal bleeding. In the delivery room the patient was connected to two IV pumps. One with pitocin 500ml bag set to run at 333ml/hour for 30 minutes (delivering 167ml), then reduced to 95ml/hour on the top pump. The pitocin was initiated to support uterine contractions and manage bleeding. The second pump had a 1000ml bag of lactated ringers (lr) at 125 ml/hour. The pitocin line was connected to the y-site of a clearlink system continu-flo solution set below the pump, then attached to a one-link non-dehp y-type microbore catheter extension set, and finally to a non-baxter autoguard 18g IV catheter. The midwife observed heavier-than-normal bleeding which prompted them to administer cytotec rectally. The midwife inquired whether a second pitocin bag had been hung. This is when the medical team noted the bag had approximately 400ml remaining when it should have been empty. The nurse rechecked then reprogrammed the pump, observed drips in the chamber, and believed it was functioning properly. Upon further observation, the nurse realized it was not infusing correctly. The lr bag was turned off and physically lowered it to sit atop the other pump, thinking that would fix the issue. Baxter¿s helpline was contacted for troubleshooting and the baxter service representative was on site who inspected the setup, confirmed the tubing was correctly placed in the retention clamp, and recommended removing the pump from the service. The pump had indicated an infusion of approximately 1,070ml from a 500ml bag, despite only about 150ml being infused from the bag. No further information was available at the time of this report.

Manufacturer narrative:
Pending follow up once dea transfers h11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The pump underwent preventive maintenance flow rate testing by running 25ml of a solution at 25ml/hour. The device performed according to product specifications. The event history log (ehl) showed the pump rate was updated to 999 ml/hour, therefore this ehl seems to align mostly with the customer reported event of ¿pitocin, which was bolused to 999ml/hour¿, initially the drug oxytocin was selected at (B)(6) 2025 02:42:06 and was programmed with concentration 30 units / 500 ml, primary maintenance dose 2munits/min, primary maintenance vtbi 500ml (2ml/hour). At (B)(6) 2025 02:42:21 the pumping started and 10 seconds later a brief downstream occlusion alarm occurred. At (B)(6) 2025 03:31:36 the rate was changed to 4 ml/hour, 6 ml/hour, 8 ml/hour 10 ml/hour, 12 ml/hour, 14 ml/hour, 16 ml/hour at (B)(6) 2025 16:31:34. Then at (B)(6) 2025 18:43:16 the rate was changed to the reported 999 ml/hour. The infusion was completed at 025-04-09 19:05:39 and went into kvo for about 1 minute and then stopped. At (B)(6) 2025 19:06:36 parameter value cleared, and the user confirmed: primary maintenance vtbi 250ml. At (B)(6) 2025 19:06:45 pumping started and completed at (B)(6) 2025 19:21:46. There were no excessive occlusion, or in line alarms during this time. A search for motor stall revealed no results. Some of the reported infusion parameters matched (999ml/hour) and some were not found (333ml/hour and 95ml/hour). The appearance of a pump under infusion is likely the result of the lower programming rates of 2ml/hour, 4 ml/hour, 6 ml/h, 8 ml/hour 10 ml/hour, 12 ml/hour, 14 ml/hour, 16 ml/hour that spanned over approximately 13 hours, 49 minutes. It is also important to note the customer indicated use of a "bd autoguard 18g IV catheter, which supports up to 95 ml/hour", but at times this rate was higher which can also lead to less volume being delivered. The reported condition was not verified. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.